Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that upon interrogation of the subcutaneous implantable cardioverter defibrillator (s-ICD) a code displayed which indicated premature battery depletion. At this time the s-ICD remains in service and no adverse effects were reported.

Event description:
It was reported that upon interrogation of the subcutaneous implantable cardioverter defibrillator (s-ICD) a code displayed which indicated premature battery depletion. At this time the s-ICD remains in service and no adverse effects were reported. Additional information was received that the device was explanted and successfully replaced. No additional adverse patient effects were reported. It was noted that the patient did not sign the consent form and kept the device. This product was not returned to boston scientific as it is considered a patient owned device and patient consent was not received per section 72 (6) of the medical device implementation act (mpdg).

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. It was noted that the patient did not sign the consent form and kept the device. This product was not returned to boston scientific as it is considered a patient owned device and patient consent was not received per section 72 (6) of the medical device implementation act (mpdg).